Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Patient was revised to address groin pain. The surgeon diagnosed alval. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right side). Update 2/28/2012 - litigation papers received. There is no new information that would change the outcome of the investigation. Medical records received. After review of medical records for the MDR reportability, patient had a tender lympnode in the groin, pain, elevated chromium and cobalt and seems to have aseptic lymphocytic vasculitis ulcerated lesions. Revision notes reported that the patient had pain and alval reaction. It was also indicated that a large amount of bursitic fluid has been evacuated and severe alval. Doi: (B)(6) 2008; dor: (B)(6) 2011.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The device manufacturing records have been reviewed for the femoral stem. No related deviations or anomalies were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.